Event description:
A patient reported therapy is not working, the patient noted they are peeing like "it's going out of style". The patient stated he is having to change his pad every 25 minutes. The patient noted he has already called his healthcare professional (hcp) and made an appointment to see the hcp regarding reported issues on (B)(6). The patient also reported he is experiencing uti's. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.